Event description:
The hospital reported a stent assisted coiling embolization procedure for a basilar tip aneurysm. The hospital reported a thrombolic complication. The hospital reported that a "y" stent was attempted, that the second stent could not cross the first stent, and that the stabilizer catheter component of the device in question broke while trying to tract. The procedure was not completed due to this event and the patient condition is unknown at this point.

Manufacturer narrative:
The device in question was returned and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.